Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, the steerable guide catheter (sgc) was advanced within the patient and successfully positioned when a torn posterior papillary muscle was visualized. There was no anatomical intervention with the papillary muscle. The procedure was discontinued, the final tr remained at grade 3. There were no adverse patient effects or clinically significant delays reported. No additional follow-up is required.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.